Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, cardiac perforation and hypotension is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: he device was used for ablation in persistent atrial fibrillation - this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and persistent atrial fibrillation is not considered part of the treatment of paf. IFU indicates that pleural effusion is a potential adverse event of farawave catheter use. Additional review is not required. The IFU contemplate the adverse events related to cardiac trauma, pericardial effusion, and hypotension. Risk review: a risk review performed for the farawave device confirmed that the events of pericardial effusion, cardiac perforation and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and cardiac perforation is a known inherent risk of the farawave device. Pericardial effusion and cardiac perforation are an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension was consequence of pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
During a pulse field ablation for pulmonary vein isolation, a faradrive steerable sheath clear was selected. During the transeptal procedure (using a brk needle and fluoroscopy), significant manipulation of the wire was required. Upon advancement, the wire appeared to form a considerable arch in the cardiac silhouette. The sl1 sheath was removed, and the faradrive sheath was advanced, but the shape of the sheaths appeared abnormal. At that moment, the anesthesia monitor showed a significant drop in the patient's pressures, which was brought to physician's attention. The physician suspected a perforation into the pericardial space, leading to cardiac tamponade, and requested a pericardial centesis kit to begin aspiration and reintroduction of blood. A code was called, and cardiovascular surgery prepared an operating room. Heparin was reversed, but aspiration continued to maintain diastolic pressure and perfusion (spo2 remained around 98%). An open thoracotomy was performed by cardiovascular surgery, revealing a laceration at the base of the appendage, likely caused by the rosen wire during the transeptal procedure. Due to the cardiac tamponade, the ablation procedure could not be completed. The patient was returned to the ICU in stable condition without closure of the thoracic cavity. The patient was admitted to the hospital for extended care beyond the standard protocol. The device was disposed of and is not expected to be returned.

Event description:
During a pulse field ablation for pulmonary vein isolation, a faradrive steerable sheath clear was selected. During the transeptal procedure (using a brk needle and fluoroscopy), significant manipulation of the wire was required. Upon advancement, the wire appeared to form a considerable arch in the cardiac silhouette. The sl1 sheath was removed, and the faradrive sheath was advanced, but the shape of the sheaths appeared abnormal. At that moment, the anesthesia monitor showed a significant drop in the patient's pressures, which was brought to physician's attention. The physician suspected a perforation into the pericardial space, leading to cardiac tamponade, and requested a pericardial centesis kit to begin aspiration and reintroduction of blood. A code was called, and cardiovascular surgery prepared an operating room. Heparin was reversed, but aspiration continued to maintain diastolic pressure and perfusion (spo2 remained around 98%). An open thoracotomy was performed by cardiovascular surgery, revealing a laceration at the base of the appendage, likely caused by the rosen wire during the transeptal procedure. Due to the cardiac tamponade, the ablation procedure could not be completed. The patient was returned to the ICU in stable condition without closure of the thoracic cavity. The patient was admitted to the hospital for extended care beyond the standard protocol. The device was disposed of and is not expected to be returned.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6: impact code, d4 lot number, and d4 UDI number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation for pulmonary vein isolation, a faradrive steerable sheath clear was selected. During the transeptal procedure (using a brk needle and fluoroscopy), significant manipulation of the wire was required. Upon advancement, the wire appeared to form a considerable arch in the cardiac silhouette. The sl1 sheath was removed, and the faradrive sheath was advanced, but the shape of the sheaths appeared abnormal. At that moment, the anesthesia monitor showed a significant drop in the patient's pressures, which was brought to physician's attention. The physician suspected a perforation into the pericardial space, leading to cardiac tamponade, and requested a pericardial centesis kit to begin aspiration and reintroduction of blood. A code was called, and cardiovascular surgery prepared an operating room. Heparin was reversed, but aspiration continued to maintain diastolic pressure and perfusion (spo2 remained around 98%). An open thoracotomy was performed by cardiovascular surgery, revealing a laceration at the base of the appendage, likely caused by the rosen wire during the transeptal procedure. Due to the cardiac tamponade, the ablation procedure could not be completed. The patient was returned to the ICU in stable condition without closure of the thoracic cavity. The patient was admitted to the hospital for extended care beyond the standard protocol. The device was disposed of and is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.